Manufacturer narrative:
The patient underwent the concurrent procedure of cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure; tvt pubovaginal sling procedure w cystoscopy, for genuine sui on (B)(6) 2002 and a mesh was implanted into the patient. It is also reported that the patient had previous procedures done to address the incontinence. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.